Manufacturer narrative:
Device evaluated by manufacturer: change from none selected to yes.

Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was stretched and flattened. Fluid could not flow past the flattened portion of the soft cannula. The formed needle poked through the soft cannula. Fluid leaked from the hole. It could not be determined when this damage occurred or if this contributed to the ability of the device to deliver insulin while the pod was worn. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) rose to 15.9 mmol/l (286.2 mg/dl) while wearing the pod on the arm for longer than 48 hours. As treatment, a manual insulin injection was insulin via a flexpen and the patient went on a 6 miles hike.